Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively it was seen that corail stem had another size than given on package. Another stem was available and implanted without any issue. No surgery delay, no adverse patient consequence.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe complaint description states that intraoperatively it was seen that corail stem had another size than given on package. The device associated to the complaint was not returned for analysis. Previous analysis performed for batch (B)(4) revealed that this batch was involved in a mix up that occurred at supplier manufacturing. Qrb was held on the (B)(4) 2018 (pie 1(B)(4)) for this issue, and a decision was taken to withdraw the impacted products from the market. A supplier CAPA (B)(4) and depuy mdd CAPA-(B)(4) have been raised for this issue to determine the root cause and implement corrective actions. Based on the investigation performed, the root cause of the product mix is related to supplier manufacturing process. The incident will be logged in the complaints database and monitored during post market surveillance reviews. Device history lot DHR records show that batches (B)(4) (product code (B)(4) and (B)(4) (product code (B)(4)) were reworked at the same time and day after drag finishing. Batch (B)(4) was manufactured in (B)(4) 2017 (30 parts). Batch (B)(4) was manufactured in (B)(4) 2017 (28 parts). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).